Event description:
A nurse (rn) contacted global technical services regarding a check lines and bags alarm on the homechoice (hc) machine during prime. The rn stated that she disconnected and reconnected the same supply bag to other lines. The technical service representative (tsr) explained the alarm to the nurse (rn). The tsr further advised the rn to restart the therapy with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
Customer's meter and test strips were returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 192 mg/dl, 60 mg/dl, and 30mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.